Manufacturer narrative:
The hba1c reagent expiration date was not provided. The cobas c 513 analyzer serial number was (B)(6). The preventive maintenance was last performed on 09-jun-2025. The field service engineer performed checks on the instrument and verified the gear pump pressure. He also verified the cuvettes and the rinse levels. He then flushed out and reverified the rinse levels of the solenoid valves as a precaution. Qc was performed, and the customer is monitoring the system. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 3 patients' samples tested with tina-quant hemoglobin a1cdx gen.3 (hba1c) assay on a cobas c 513 analyzer, not matching the patients' clinical pictures. Patient 1: initial result: 12.1 %. Repeat result: 5.1 % (repeat from a different sample draw). Patient 2: initial result: >15 %. Repeat result: 5.1 % or 5.2 % (repeat from a different sample draw). Patient 3: initial result: >15.5 %. Repeat result: >15.5 % (repeat from the original sample draw). The physician questioned the initial results as they did not match the patients' history. The repeat results for patients 1 and 2 were deemed to be correct. Reportedly, the customer noted to call patient 3 back for a new sample withdraw.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, and g1 were updated. The qc was within the customer's established ranges before the event. The field service engineer checked the instrument and found no cause for the issue. He verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, and g1 were updated. The customer submitted a medwatch report to the FDA with a medwatch number of mw5177380. The calibration was last performed on (B)(6) 2025, and it was acceptable. The alarm trace observed no relevant alarms. The investigation is ongoing.